Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+4.5/004 (sphere/cylinder/axis) was implanted into the patient's left eye (os) upside down on (B)(6) 2020. On (B)(6) 2021 the lens was explanted. Reportedly, the lens got stuck in the cartridge and was torn during an attempt to re-implant the lens. The cause of the event is reported as user error and the lens is reported to have failed to perform as intended. No patient injury was reported.